Manufacturer narrative:
.

Event description:
The customer reported that the pressure sensor will not auto-zero, this can result in a vent inop condition. The customer reported there was no patient involvement.